Event description:
Customer reported via phone call to have high blood glucose of 473 mg/dl, which was treated with a bolus delivery. Customer reported to have had a bad headache as a result of high blood glucose. Customer states that high blood glucose was caused by incorrect sensor and declined troubleshooting. Customer states that incorrect amount of insulin was possibly given due to sensor. Sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.